Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized and released on (B)(6) 2015 with blood glucose of 640 mg/dl, which customer was not able to lower with insulin pump. Customer was treated with 18 units of homolog and released. Customer was wearing insulin pump at the time of hospitalization. Customer believed that high blood glucose was not caused by insulin pump but due to settings. Customer declined troubleshooting. Customer would discuss settings with healthcare professional.